Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed based on the information contained in the log files retrieved from the returned system controller hsc-118930. The event log file contained data recorded from (B)(6) 2023 to (B)(6) 2023. The data captured on (B)(6) at 7:14 revealed an intermittent power a broken fault and at 10:02 a driveline power fault alarm became active. The alarm remained active until the end of the log file. The periodic log file contained events recorded from (B)(6) 2023 to (B)(6) 2023 where an active driveline power fault alarm was recorded on (B)(6) and (B)(6). The returned system controller (hsc-118930) was functionally tested and was found to function as expected. A full functional test was performed, and the system controller passed all test steps. In conclusion, a specific root cause for the driveline power fault alarm captured in the log files was not able to be determined. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted with driveline power fault. Fluoroscopy might be performed to look at the internal driveline. Log files captured on (B)(6) 2023, drive line power fault alarms. Controller and modular cable were exchanged. The alarms cleared. The modular cable connection was still going in and out of patient's driveline exit site. They had drainage inside the connection itself. There were no further alarms after the exchange. Pump and driveline fluid ingress is reported under MFR# 2916596-2023-06493. Related modular cable is reported under MFR# 2916596-2023-06495. Previous driveline communication fault was reported under MFR# per-2022-0201860.